Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter will not power up after taking to a new location, thick black streaks on green prongs that metal prongs sit on. The programmer would be replaced.